Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubble. The customer stated that the during changing catheter air bubbles were noticed in the reservoir, approximate size of air bubbles was very small. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The device will not be returned for analysis.